Event description:
It was reported to boston scientific that a cre fixed wire dilation balloon was used during a gastric dilation procedure on (B)(6) 2015. According to the complaint, during the procedure, the balloon burst at an anastomotic stricture. It was reported that there was a staple at the site, however the smooth side of the staple was facing toward the balloon. The procedure was unable to be completed due to this event, and the patient was admitted for observation. There were no patient complications reported, and the patient's condition after the procedure was reported to be okay.

Manufacturer narrative:
Pt age: the exact age of the patient is unknown, however it was reported that the patient was over the age of 18 years old. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a cre fixed wire dilation balloon was used during a gastric dilation procedure on (B)(6) 2015. According to the complaint, during the procedure, the balloon burst at an anastomotic stricture. It was reported that there was a staple at the site, however the smooth side of the staple was facing toward the balloon. The procedure was unable to be completed due to this event, and the patient was admitted for observation. There were no patient complications reported, and the patient's condition after the procedure was reported to be okay.